Event description:
The customer reports a falsely decreased architect stat troponin-I assay result for one patient tested on an architect (B)(4) analyzer. An initial result of less than 0.001 ng/ml was generated. The sample was then tested on another iarchitect platform in the lab and generated a result of 0.066 ng/ml. This customer uses a cut-off value of 0.028 ng/ml. The customer then retested the sample on the initial analyzer and generated a result of 0.061 ng/ml. The customer then replaced the reagent pack and recalibrated the assay. The sample was again tested with a result of 0.060 ng/ml. The customer stated that the initial result was not reported from the lab and that there was no impact to patient management.

Manufacturer narrative:
This issue was previously submitted under MFR report# 1415939-2014-00012. The suspect medical device changed from the architect stat troponin-I assay, list# 02k41-27 to the architect (B)(4) analyzer, list# 01l86-40. (B)(4). Evaluation results follow: an abbott field service engineer (fse) visited the customer site and was told by the customer they had discovered that the pre-trigger reagent straw/tubing was twisted. The customer resolved the issue by straightening the tubing. Subsequent instrument operations were acceptable. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The architect system operations manual and the architect stat troponin-I assay package insert both contain information is address the current customer issue. A single definitive cause of the issue was determined. The discrepant result issue was considered resolved through correcting the sensor, pretrigger level sense (part number 08c94-27) .there is no information to reasonably suggest a malfunction of the identified part occurred. No systemic deficiency or trend of the sensor, pretrigger level sense (part number 08c94-27) was identified.